Event description:
The facility rep reported a pca ii infusion pump that turned off during biomed testing. The hospital rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
(B) (4). This device has been received for eval and is pending eval. A f/u report will be filed upon completion of the eval or if add'l info becomes available.